Manufacturer narrative:
The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
The initial reporter stated they received discrepant glucose results for one patient tested with accu-chek inform ii meter serial number (B)(6). At 20:04, a sample from the patient was tested using the meter, resulting in a glucose value of 302 mg/dl. At 20:05, a sample from the patient was tested using the meter, resulting in a glucose value of 198 mg/dl. At 20:07, a sample from the patient was tested using the meter, resulting in a glucose value of 122 mg/dl.